Event description:
It was reported that the ring on impactor cracked and broke off. Event occurred during use, with instruments inside the patient. Procedure was completed with a sn backup device. No delay was reported. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the device confirms one of the knob ring broke into several pieces. All the pieces of the knob ring was returned with the device. This device was manufactured in 2018. This device shows signs of significant wear/usage. A medical investigation was conducted and this complaint from the united states reports that the ring on the impactor broke off during a procedure. No harm or impact to the patient was reported and no delay in the procedure was reported. The procedure was completed with a smith and nephew backup device. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.